Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the rotawire tip was detached and remained inside patient's body.the chronic totally occluded (cto) target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A 330cm rotawire¿ was selected for use. During the procedure, the tip of the rotawire went into a small side branch off of the target lesion. Furthermore, when the rotawire was manipulated, the tip of the rotawire broke off and was left in the small side branch. The procedure was completed with another of the same rotawire placed distal to the target lesion. No further patient complications reported and the patient's condition was good.